Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's power module pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control received a report from the customer that their "unit will not power on at all". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that their "unit will not power on at all". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.